Event description:
The pt experienced hemolytic anemia and "tee" showed a large paravalvular leak. Intraoperatively, the leaflets opened and closed normally. Along the inferior commissure there was a disruption of the suture line with the pledgets essentially torn through the annulus. There was no gross purulence or any evidence of infection; however, there was significant inflammation in this area. The valve was explanted and replaced with a 27m-101.